Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. 1 x echo-hd-19-c of lot # c1441672 was returned to cirl for evaluation open in its original packaging. The tip of the needle was deformed/bent, there was also a kink at the notch of the needle and it was broken proximally below the sheath extender. It is possible that the damage caused to the tip resulted in the kink at the notch and the break. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-c of lot number c1441672 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1441672. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to a hard lesion which may have damaged the tip of the needle causing the cascading effects of the kink at the notch and break. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the physician who received the puncture wound did not require any further treatment as a result of the puncture. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up report is being submitted due to the evaluation of the device involved in this event and the conclusion of this investigation. Initial report details: as reported to customer relations, "the needle would not come back in sheath after the second sample. It gave the physician a puncture wound because it would not come back into the catheter."

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations, "the needle would not come back in sheath after the second sample. It gave the physician a puncture wound because it would not come back into the catheter."